Manufacturer narrative:
Background information: please reference zippie voyage recall (res# (B)(4)) regarding new remediation for this issue. This MDR is being filed due to severity of potential injury and updated risk file for this failure mode. While there is no design, manufacturing, or assembly malfunction, there is a known potential malfunction on the part of the caregiver when not adequately attaching the detachable seat from the early intervention stroller. Full details of the voluntary field safety notice are filed within sunrise medical recall file 2937137-6/28/21-001-c. Father stated that he did not have tether installed. Father stated that he did not know who last attached the seat to base or when, or if anyone touched or moved the seat or base during the child's therapy appointment. Discussion: root cause of the reported incident is most likely due to the caregiver inadequately attaching the detachable stroller seat to the stroller base or inadequately checking to make sure the detachable seat was still attached following the child's therapy appointment. This detachable configuration is a user requirement (market requirement). There is no malfunction of the stroller base, but due to the nature of the potential injury for serious injury or death, this issue is being filed although there is no malfunction of the device. The issue may be the result of lack of a failsafe device such as the voyage safety tether kit which will be sent out to all device owners as part of the aforementioned recall. Conclusion: while there is no malfunction of the device leading to the fall, due to the unexpected detachment and lack of a failsafe device, this MDR is being filed. The voyage 2021 recall addresses the remediation of this device. No further investigation will be performed in this case.

Event description:
Father of end user was descending a ramp at the doctor's office when the voyage seat unexpectedly slid off the base. The child fell to the ground and suffered a head injury reported as bruising. Follow-up medical exam including head CT scan did not reveal any other injuries.